Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a burned plastic distal end cover (c-cover). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: based on the information obtained, we were unable to identify the specific cause of the occurrence. However, it is possible that it was caused by some form of stress, such as damage or deterioration of parts during handling. Based on the information obtained, we were unable to identify the specific cause of the occurrence, but it is presumed to be due to usage stress or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.